Event description:
The customer reported a ventilator displayed an error message indicating a low leak carbon dioxide (co2) rebreathing risk. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer is requesting onsite repair; however, the repair cannot be completed at this time because the part is on back order. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the philips field service engineer (fse) replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: the suspected flow sensor assembly (fsa) was returned to the philips product investigation lab (pil) for investigation by the pil technician (tech). The pil tech installed the suspected fsa into the pil test device and could not duplicate the alleged co2 rebreathing risk alarm. With the suspected fsa installed, the test device passed all flow accuracy testing included in test 7 of the performance verification test (pvt). The pil tech verified that during startup of the pil test device with the suspect fsa, the device operated without issue or error codes. The pil tech also verified that all tests in test 5 of the pvt passed, verifying a good airflow sensor and good o2 sensor. It is concluded that no problem has been found with the returned suspected fsa. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI #